Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer head failed the e-field immunity test and it was attributed to the head's cable being out of specification electrically. Analysis also noted that the cable's insulation was damaged and that the head's label was missing its back coating, and that both the cable and the label needed to be replaced. The head was being sent on for repair and restock. (B)(4).

Event description:
It was further reported that the radiofrequency programmer head originally returned with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.